Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined.

Event description:
The patient contacted baxter's technical service center regarding drain pain, which occurred on the homechoice pro (hcp) during use during initial drain. The patient was upset and was demanding the technical service representative (tsr) bypass the patient to fill 1 because he was experiencing drain pain. The tsr tried to explain to the patient on several occasions that the patient was using a hcp with 10.4 software and that the hcp would have to advance to fill 1 on its own, or set off a low drain volume alarm. The patient stated the drain equaled 4476ml and he was stopping. The tsr recommended the patient switch to manual supplies if they could not take the drain pain. The tsr explained that with a drain volume of 4476ml in the initial drain and a largest prescribed fill volume (lpfv) of 2700ml, an increased intra-peritoneal volume (iipv) (defined as a drain volume of more than 160% of the lpfv) occurred. The patient stated he never felt any symptoms of iipv. The patient did not perform any off cycler manual exchanges or fills. The patient did not connect before ''connect yourself'' was displayed. The patient's ultrafiltration (uf) through the last cycle completed equaled 1776ml. The patient would use manual supplies that night since the hcp was too painful. The tsr advised the patient to call the registered nurse (rn) as soon as possible and let the rn know what was going on. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance spoke with the registered nurse (rn) (B)(6) 2012, regarding the reported event. The rn stated she saw the patient today and they made her aware of the event and that the cycler was swapped. The rn stated that since the device has been swapped the patient has not had any other drain volumes or other symptoms that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.